Manufacturer narrative:
E1:patient city: (B)(6) patient country: spain. Name: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545.

Event description:
It was reported that patient experienced high blood glucose and treated with pump on (B)(6) 2026.